Event description:
It was reported that during a lobectomy procedure, after firing, half of the staples remained on the cartridge and there was bleeding on the distal side. Additional suture was performed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.